Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. However, clinical details provided were sufficient to determine the root cause. The root cause of the delivery issue was most likely due to patient condition since physician met significant resistance at the iliac bifurcation and significant calcification was noted on angio. Added-h6 device code 2682 d4-updated model number

Event description:
The user facility reported a (B)(6)-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the physician had significant resistance at the iliac bifurcation when placing the impella cp. Impella could not advance, and the case was aborted.

Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.